Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cutters did not cut well before surgery. The procedure type was unknown. The surgery was completed after replacing it with new products. There was no information about patient impact.